Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse platform displayed user advisory 45 (not at "home" position after power-on/restart) and user advisory 18 (max take-up revolutions exceeded) messages that were able to be cleared with help from a zoll representative. However, customer reported that the platform does not function at all now. There are no advisory codes but there is "funny" writing on the screen and then the screen goes blank. The platform will reset itself if it sits for a while. No patient involvement was reported. No further information was provided. Please note that the date of event is unknown.